Event description:
The pt reported that her accu-chek ultraflex infusion sets are being packaged with the disetronic head sets and the accu-chek ultraflex tubing. The two pieces are not compatable and will not "snap" together when trying to connect. The pt did not suffer any physiological effects due to this issue. No medical treatment was required. Product was requested to be returned.